Event description:
Trocars from kit were introduced into the patient. Camera/laparoscope was then inserted, at which time the artifact was noted. No other instrumentation or product had been used prior to the discovery of the artifact. Artifact appeared to be 1mm x 3cm, clear/white plastic with rough/irregularedges. Appeared similar to steristrips with a thicker consistency (plastic). Artifact was removed and trocars were replaced. Trocars were disposed of, however the artifact was saveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device use continued with restrictions/limitations. The device was destroyed/disposed of.